Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ needle bil lax were leaked before use.

Event description:
It was reported that a bd¿ needle bil lax were leaked before use.

Manufacturer narrative:
Investigation summary: no physical sample received. One video received for investigation where it is observed leakage. Additionally, evaluation was performed on 20 retention samples of the assembled needle lot 8079765. Functional and visual tests were performed including leakage and condition of the hub and shield on the retention samples of the lot involved in this claim, results were obtained in conformity and were satisfactory. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Probable root cause, imported damaged needle. Prevention action includes notifying the needle supplier of this complaint.